Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Void - upon receipt of additional information, it was determined this product should not have been reported under this MFR number 1822565 . This report should be voided and a corrected report will be filed under MFR number 1825034.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number 1822565 . This report should be voided and a corrected report will be filed under MFR number 1825034.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01243, 0001825034-2021-01244, 0001825034-2021-01245, 0001825034-2021-01246 . Concomitant medical products: item#: 115396, comp rvs cntrl 6.5x30mm st/rst; lot#: 071250. Item#: 180553, comp lk scr 3.5hex 4.75x30 st; lot#: 568750. Item#: 180560, comp nlk scr 3.5hex 4.75x30 st; lot#: 109940. Item#: 180553, comp lk scr 3.5hex 4.75x30 st; lot#: 553500. Item#: 113057, versa-dial 50x27x50 hum head; lot#: 886670. Item#: 118001, versa-dial/comp ti std taper; lot#: 277440. Item#: 113630, comp primary stem 10mm mini; lot#: 64548820. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product was discarded by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a left shoulder revision surgery approximately 3 weeks ago while during a revision surgery for unknown reason surgeon was trialing the base plate came out along with glenosphere. It was reported by the surgeon that the patient's bone was soft and that the revision was then converted to a hemiarthorplasty.